Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 288 mg/dl. During troubleshooting, customer disconnected from call with tandem technical support. Cause of occlusion could not be determined.